Event description:
It was reported that during central processing, inspection of the fenestrated bipolar forceps instrument identified a bent jaw. No patient involvement. Intuitive surgical, inc. (Isi) followed up with the site nurse and was informed that no additional information was able to be obtained.

Manufacturer narrative:
Based on the claim against the product by the customer noting a bent jaw, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found a severely bent grip, causing side to side misalignment of the grips. There was a 0.046¿ offset at the tips. When the tips of the instrument grips are bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. In addition, further investigation found charring and localized melting on the bipolar yaw pulley at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on multiple attempts. The instrument was placed and driven on an in-house system. However, the instrument delivered energy with signs of arcing on every attempts. This observation is unrelated to the primary issue. This complaint is considered a reportable event due to the following conclusion: failure analysis found thermal damage at the bipolar yaw pulley. There is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.